Event description:
The pump stalled in (B) (6) 2009 without recovery. No rotor or dye study were performed. The pump was replaced. The patient recovered without sequela after replacement surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.